Manufacturer narrative:
Correction to g2, health professional was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted such as scratches on the rubber part of the flexible tube joint, the scope connector and c cover (plastic distal end cover) collapsed, the universal cord wrinkles. Switch 4 (sw4) has wear, sw2, flexible pipe scratches, sw1 scratches were found with scratches. The a-rubber (bending section cover) adhesion part cloudy and chipped, angle knob not fixed. Additionally, the objective, light guide (lg) lenses adhesion parts are cloudy and peeling, insufficient angle was observed, and the angle knob feels loose. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed as the scope was not microbiologically tested. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The scope was not used after the first positive test and reprocessing was done multiple times. Pre-cleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump. The air/water channel was flushed with the air/water channel cleaning adapter. Manual cleaning was done within an hour after the procedure. The scope passed a leak test. Power quick detergent was used for manual cleaning. The instrument/suction channel, suction channel, and instrument channel port were brushed during manual cleaning. Manual disinfection was not done. The automatic endoscope reprocessor (aer), detergent, and disinfectant used at the site was unknown. There were no defects with the aer. All channels were connected with tubes when setting up the aer, the concentration and expiration of the disinfectant was controlled, and the disinfectant met the minimum effective concentration. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope tested positive for an unexpected contamination. Gram-negative bacteria was detected one day after being reprocessed. There was no reported patient harm or impact due to this event.